Event description:
It was reported that during a prostate biopsy, the device was difficult to prime and when retrieving sample the device unexpectedly closed over the aperture. Another device was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the DHR are being reviewed. The investigation is currently underway.